Event description:
The customer reported the ventilator alarmed due to an oxygen device failed occurrence. Upon an oxygen device failed occurrence, the ventilator continues to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during normal ventilation mode use. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. Completion of evaluation and service of the device is pending.

Manufacturer narrative:
Device evaluation in progress; service pending.